Event description:
It was reported that the following issue was observed on the device: ¿failed open barrel clamp and will not calibrate, also has broken left handle.¿ additional notes provided by the facility¿s clinical engineering support services include: ¿the barrel clamp sensor had started to come away from the position potentiometer that is used to tell if the barrel clamp is open or closed. I reseated it, and it now reads the barrel clamps position correctly. I also replaced the left half of the handle. I recalibrated the unit, and ran it through all of its pm tests, with no other issues.¿ reported problem cause description: "calibration - adjustment.¿ there was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.